Event description:
A malfunction alarm occurred, displaying malfunction code 0, and was characterized by fault ID 0-0x217c. Blood glucose levels remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur, allowing the customer to continue using the pump and instructed to call back if any issues arose again.